Event description:
Caller reported that tandem mobi pump battery would not charge, leading to a pump shutdown. Customer's blood glucose level did not exceed 500 mg/dl during the incident. Once customer left pump adapter plugged into a working outlet for at least 30 minutes, the pump began charging, although customer was advised that insulin and other settings would reset, requiring manual restart of cgm sessions. Customer acknowledged instructions and advised to monitor the situation.